Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous and calcified mid left anterior descending that is 99% stenosed. Post deployment of a 3.5x38 mm xience prime, a proximal edge dissection was observed. A 3.5 x 12 xience prime stent was implanted to cover the dissection successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.